Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, up-close visual evaluation in the lab could not be performed. However, pictures and x-ray were submitted and thus, the investigation was performed based on the pictures and evaluation summary from the staff clinician subject matter expert (sme). Picture image and x-rays were provided by customer and was evaluated by our staff clinician. The analysis showed that the implant collar was identified to be fractured. No pre-existing condition was reported for the patient. The tooth location was #9, and the device was placed for over 22 years. DHR and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the unknown paragon 4.7mm implant fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available.

Event description:
It was reported that the unknown paragon 4.7mm implant fractured.